Event description:
During cardiac surgery, the fogarty (aka cross) clamp that was placed on the aorta broke. The surgeon used another clamp and no injury to the patient occurred. Event reported to manufacturer and clamp returned to baxter for evaluation. Results of baxter evaluation attacheddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: design - inadequate, component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.